Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, swelling, drainage, pain, and incisional wound opening. Cultures of the device pocket were obtained and staph was the organism cultured. The pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant in 2004. The devices were not returned to the manufacturer for analysis. Hcp reported pt's infection is resolved. Hcp reported pt was not compliant with taking antibiotics or dressing changes.